Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had blood glucose levels of 45 mg/dl. The customer also reported issues with a bent cannula and needle detachment. Customer's blood glucose level during the time of the call was 300 mg/dl.